Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 689 mg/dl which was treated by manual injection. Customer's blood glucose was 166 mg/dl at the time of reporting. Customer was not using insulin pump within 48h hours of reported event due to product issue and high blood glucose level. It was unknown if insulin pump was on auto mode. Customer declined troubleshooting. Device will not be returned for analysis.